Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's exhibited dehiscence and that their ipg was migrating through their skin at pocket site. The ipg was explanted and not replaced due to patient age. No further patient complications have been reported as a result of this event.